Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator's ventricular pacing thresholds increased rapidly to 4.5 v, 1.0 ms. During explant, the lead thresholds were normal via an analyzer and competitor's pulse generator.